Manufacturer narrative:
The insulin pump was received with bleeding and cracked glass on lcd board. The insulin pump was received with minor scratches on lcd window and case. The insulin pump was received with broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.